Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient was in the emergency room yesterday for 5 hours, with a blood glucose (bg) over 595mg/dl with large ketones and nausea. Patient was treated with insulin injections and IV fluids. Patient received the pump on (B)(6) 2014 and states they have had bg issues since beginning on this pump. During troubleshooting, it was noted the time read pm when it should have read am, but date was correct. Patient does not recall ever changing the battery. At the time of the call, the patient had a bg of 100 mg/dl, but had a migraine and was unwilling to reboot the pump. This complaint is being reported because the patient experienced hyperglycemia and the pump cannot be ruled out as a cause/contributor.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.